Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as several drops of diluent which leaked onto the countertop. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a customer technical specialist (cts) assisted the customer via telephone troubleshooting with securing the tubing onto feedthru fitting ff3 without further leakage. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak was addressed. (B)(4).